Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hospice patient was presented to the hospital to have the device turned off. Upon interrogation, the device was found to be in backup vvi. A device download was performed successfully. Patient will remain in hospice.